Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that she had developed a skin irritation. She reported that there was chaffing and blood. The patient reported that she was going to change the garment and use bacitracin on the area. During a follow-up the patient reported that the rash was still present. There is no indication that the patient sought medical attention. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction.